Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes "microbial growth" was discovered in the tube. The following information was provided by the initial reporter, translated from spanish to english: it was reported that a tube was found with microbial growth.

Manufacturer narrative:
H6: investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed additive abnormality. Bd was able to confirm the failure mode of additive abnormality with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause to be attributed to the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes "microbial growth" was discovered in the tube. The following information was provided by the initial reporter, translated from spanish to english: it was reported that a tube was found with microbial growth.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.